Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead and right ventricular (rv) lead was urgently hospitalized following bleeding from the device pocket. Investigation identified that these leads were accidently implanted into the arterial system instead of the venous system resulting in both leads having been implanted into the left ventricle instead of the appropriate heart chamber. It was reported that the implant procedure was performed with a considerably outdated fluoroscopy machine. The images produced on the fluoroscopy monitor were not clear and only front views were available. A review of the patient¿s medical records noted that during the implant procedure and post-implant checks, the physician was unable to obtain any measurements on the ra lead. The rv lead, however, had normal threshold values, r-wave amplitudes and impedance measurements. Surgical intervention was performed to control the arterial bleeding. A stent graft was inserted into the artery and the leads were explanted.